Event description:
It has been reported to philips that the room won't turn on. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received. No harm has been reported to philips.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2022-01279. This complaint will be closed as duplicate.